Manufacturer narrative:
The insulin pump was received with a blank display and constant audio tone anomalies, due to moisture damage on all electronic assemblies. Functional testing and measurement of operating currents could not be carried out, due to blank display and constant audio tone anomalies. Unexpected restart error alarms and data loss anomalies could not be verified, due to blank display and constant audio tone anomalies. The insulin pump was received with minor scratches on the lcd window, a cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Event description:
The customer called and reported the insulin pump was making a high pitched sound, an unexpected restart error alarm was received, and data was lost in the device. The customer's blood glucose was not known. The customer changed the battery and the device would not power on at all. During troubleshooting, alarm history could not be checked, due to blank display. The customer stated the insulin pump had been exposed to perspiration while he was working outside and wearing the device. Customer stated the display went blank immediately after exposure to moisture and a constant tone was occurring. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.